Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported, a patient's atrial lead presented with dislodgement. Discovered, via device check. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure, the patient was stable.